Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm during basal, bolus, fixed prime on the insulin pump. The customer's blood glucose level was 346 mg/dl. The troubleshooting was performed. The customer was assisted in performing a 5.0 units fixed prime. The customer stated that the insulin did exit. It was explained to the customer there may be a possible site related issue, possibly due to a bent canula or site/set occlusion. The customer was advised to change the entire infusion set. The patient was advised to call if issue persist.